Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported sticky keyboard which was reproduced during evaluation by troubleshooting the device. The cause was determined to be a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 'sticky keyboard'. There was no patient involvement. No additional information is available.